Event description:
Information received does not address the patient's clinical status but notes no atrial output and >2500 ohms atrial impedance. When the lead tested normal, the generator was reconnected to the lead, again with no output signal seen on the ECG. The programmer showed an "a indicative at 90 bpm and a p indicative at 60 bpm." The device was reimplanted with normal atrial measurements. After three days, the anomaly recurred and the device was replaced.